Event description:
Device 2 of 2: see MFR report # - 1627487-2012-10240. It was reported the pt (spain) was no longer feeling stimulation. Diagnostic testing revealed impedance issues. X-ray images confirmed the scs lead extension had disconnected from the ipg. A surgical revision was to take place on (B)(6) 2012 to reconnect the extension to the ipg. During the procedure, it was observed that part of the extension was stuck in the ipg socket. Once removed, it was noted that the ipg port (port 1) was filled with black fluid. The physician removed the port plug from the second port (port 2) and a small amount of transparent fluid was noted. The physician implanted a new extension in port 2 and inserted a port plug into port 1. Effective coverage was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.